Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the insulin was not depleting as quickly as usual, and despite changing out the cannula every week, the patient's blood glucose rose high enough to warrant an ER visit. The patient's blood glucose at the time of incident exceeded 400 mg/dl, and as a result she had difficulty breathing, nausea, vomiting, dizziness, and abdominal pain--symptoms indicative of diabetic ketoacidosis. The patient's health care professionals kept her on an insulin drip for four hours and the next day they treated with manual insulin injections every two hours. Troubleshooting was initiated and the pump, insulin, and infusion set appeared to function normally; however, the customer did not having a tubing clamp to perform the high pressure test. The customer was advised to change her entire infusion set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.